Manufacturer narrative:
The device was received for evaluation. During functional testing, system error 345 was not reproduced. It could be an intermittent issue. A review of the event history log revealed system error 345. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the upstream reading is lower than downstream, as a result the ultrasonic sensor starting to fail. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump alarmed system error 345 (thermistor disparity) in the biomedical service department. There was no patient involvement. No additional information is available.